Event description:
It was reported that during a mini open rotator cuff repair, where a gold 3.8 awl was used to prepare the bone hole, an healicoil regenesorb 4.5mm anchor cracked upon insertion. All the remnants of the anchor and the sutures were removed from the patient. Surgery resumed after a non-significant delay of less than 2 minutes, with a back-up anchor where a 4.75 healicoil dilator was used prior the insertion, which seemed to not be used with the first anchor that cracked. No adverse outcomes for the patient were reported, as well as no further details are available to report.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found storage conditions and composition test requirements with a specified expiration date for each lot. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.